Manufacturer narrative:
The customer's report was verified at a zoll approved service provider and attributed to the smart pneumatic module board. The smart pneumatic module board was replaced to remedy the report. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
The device was returned to a zoll approved service provider for evaluation. The customer's report was observed and the smart pneumatic module board was replaced. The smart pneumatic module board was returned to zoll medical corporation. During evaluation of the board, the report was unable to be duplicated. The smart pneumatic module board was scrapped. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device displayed a "runtime calibration failure - 1051" error message. Complainant indicated that there was no patient involvement in the reported malfunction.